Event description:
Patient underwent uneventful lasik using the moria microkeratome and the visx laser both eyes (ou) (B)(6) 2006. Patient returned for a lift flap enhancement left eye (os) (B)(6) 2007 at a different facility. Patient then returned to that facility for a flap lift with removal of epithelial ingrowth os (B)(6) 2007. Patient referred back to primary surgeon for consult and removal of recurrent epi ingrowth os (B)(6) 2012. Reporting to amo because laser was the only equipment used during enhancement procedure in ''07. Last exam (B)(6) 2012 vasc 20/20 os. Rxm +0.75 - 0.75 x 050 20/20.

Manufacturer narrative:
(B)(4), epithelial ingrowth. Evaluation: the surgery and enhancements occurred in 2006 and 2007 and amo was only notified of the events on (B)(6) 2012 making impossible to obtain information about the system during the time of the surgery. All pertinent information available to amo has been submitted. Placeholder.